Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-jul-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that a fatal error related to the underlying data source occurred when attempting to remove medications. A technical support specialist (tss) remotely accessed the station and reviewed the issue. The error was caused by the database exceeding the system's licensed size limit, with the database at 11.5 gb (above the 10 gb limit). Then performed database cleanup and reduced the size to approximately 7.5 gb. The station was rebooted and came back online. The system functioned as intended after technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, customer encountered the error "failed hardware - fatal error has occurred in the underlying data source" when attempting to remove medications. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.